Event description:
It was reported that pump touchscreen did not respond to input and screen appeared frozen, although touchscreen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset using instructions provided by technical support, and pump screen responded normally after reset.